Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510k number and pro code for the crosser recanalization catheter products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. The returned device was attached to an in-house system for functional testing. The returned device was able to pass all functional testing. However, upon completion of functional testing, the outer catheter was noted to be pulled away from the distal tip of the device. Therefore, the investigation was unconfirmed for the reported activation issues. The investigation was confirmed for the material separation of the outer from the distal tip that was observed after functional testing. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 04/2018). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately thirty seconds of activation, during advancement through a lesion in popliteal artery, the recanalization catheter was allegedly had no activation noise. It was further reported that recanalization catheter was activated at the occluded lesion site, but it was allegedly unable to advance at all. Reportedly, another recanalization catheter was used to complete the procedure. There was no reported patient injury.